Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jan-2023. H6: investigation summary our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issues of needle through catheter were confirmed upon inspection of the sample. From the returned sample, needle pierced through catheter near tip area was observed as well as needle point damage. Root causes for the reported defects could not be confirmed at the conclusion of the investigation. There are currently controls in place to prevent or catch the reported defects. Needle pierced through catheter could potentially happen during product application, when the product was manipulated or during needle cover removal if not done carefully. Cannula tip damage could happen during handling or transportation without the protection of needle cover. Root causes cannot be established as the sample was returned in open packaging. H3 other text : see h10

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when checking the sliding of the trocar in the plastic case of the vvp, the trocar pierces the plastic case at the end as if it were not quite straight

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when checking the sliding of the trocar in the plastic case of the vvp, the trocar pierces the plastic case at the end as if it were not quite straight.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.